Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's lv lead was determined to have dislodged. As a result, surgical intervention was undertaken during which the lead was extracted and replaced. No patient symptoms were reported.